Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer stated they did not know if their blood glucose levels were affected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.